Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: during investigation, the pump powered on with audible tones and vibrations with a blank display screen. The reported ¿blank screen¿ was duplicated. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. The eeprom failure was confirmed through further investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.